Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during evaluation. It was determined the electrodes caused the customer's report. The electrodes were scrapped. Analysis for reports of this type has not identified an increase in trend.